Event description:
As reported from the patient, the patient had two cordis (cypher) stents implanted in 2003. Approximately 9 years later, the patient suffered a heart attack and ended up with another stent (non-cordis) placement. No additional information is available to date.

Manufacturer narrative:
The exact date of implant and event is unknown to date; however, it was reported that the implant year was 2003 and event year was 2012. Complaint conclusion: as reported from the patient, the patient had two cordis (cypher) stents implanted in 2003. Approximately 9 years later, the patient suffered a heart attack and ended up with another stent (non-cordis) placement. No additional information is available to date. The study stents remain implanted thus unavailable for analysis. There is no lot number information available thus no DHR could be performed. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no lot number available for verification of manufacturing related issues; however, all products undergo a 100% inspection prior to release for marketing. With limited information provided it is difficult to draw the potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00054 and 3003742446-2013-00055.